Event description:
It was reported that a complaint letter from the patient's attorney regarding a metal-on-metal hip prosthesis was received. The patient was in pain and subsequently had a revision surgery.

Manufacturer narrative:
The other device listed in this report is the exeter low profile acetabular cup, cat # 0580-6-852 which is not sold in the us. However at this time, it cannot be determined if either of these devices may have caused or contributed to the patient's experience. The information in this report was provided by a foreign attorney. At this time, no additional information is available due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
An event regarding the revision of an exeter cup involving x-change wall mesh was reported. Conclusion: this events related to a complaint letter received regarding a metal-on-metal hip prosthesis involving an exeter cup and a biomet merck modular head. The primary surgery was performed in (B)(6) 2004 and revision in (B)(6) 2004. There is no information provided as to the reason for the revision or the components that were revised. Based on the provided information, there is no indication that the product reported in this investigation may have contributed to the event.

Event description:
It was reported that a complaint letter from the patient's attorney regarding a metal-on-metal hip prosthesis was received. The patient was in pain and subsequently had a revision surgery.